Manufacturer narrative:
The customer's complaint of slow flow issues with blood sets could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing does not allow the blood to flow well through the set and the blood slows down almost to a stop and they have to change tubing in the middle of administrations. There was no patient harm.